Event description:
Pt was exiting foot end of stretcher with side rails up. The foot end of the stretcher gave way when she placed her weight on it. Pt fell to floor and sustained right knee contusion.